Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer reported loss of communication between insulin pump and transmitter. Customer stated that insulin pump was out of battery during the night and was able to only get the battery on it when woke up she had a sensor yesterday and then it won't connect to the insulin pump now. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.